Manufacturer narrative:
The complete lead was returned in two pieces with the stylet lodge in the lead. Visual inspection of the lead revealed stripped coating from the stylet was found bunched at the distal end of the connector which would have led to difficulty removing the guidewire/stylet. The connector pin and cap were pulled from the connector assembly which resulted in a stretched inner coil. This damage is consistent with that of excessive forces applied during the implant procedure. Electrical testing of the lead was performed and no anomalies were noted.

Event description:
During implant of the left ventricular lead (lv), it was impossible to remove the stylet from inside the lead. The physician pulled on the stylet causing the lead to break with the stylet still inside. The lead was explanted and replaced successfully. The patient is in stable condition.